Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.

Event description:
It was reported that customer had low blood glucose. The blood glucose reading at time of call was 47mg/dl. It was stated that the customer was given soda, and his blood glucose came up to 112mg/dl. It was stated that the customer's wife called to paramedics. It was stated that the customer declined to be taken to the hospital. Troubleshooting was performed. The programming on the insulin pump was fine. It was stated that the customer was disconnected during manual prime. Ran a displacement test and the insulin pump passed. It was stated that the customer bolused a couple extra times the day before the event, which may have caused his low blood glucose. No further info was provided.